Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and a healthcare provider (hcp). It was reported the patient had been unable to self-void on their own since yesterday ((B)(6) 2016) at 2:15pm; the patient was a retention patient and was able to see a 50% improvement but was unable to void now. The patient adjusted their settings to the right lead to see if it would help with the self-voiding. The patient had their lead removal tomorrow with their hcp. The hcp later reported no external neurostimulator (ens) was involved as this issue was following their pne; the patient had their lead changed and did very well. Adjustments made during the patient's pne trial were successful. The cause of the patient being unable to void was the patient's non-obstructive urinary retention antecedent to the pne.